Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced being shaky and had a seizure. There was no cgm or blood glucose reading reported from when the seizure occurred, but the patient stated that when they ¿woke up¿, the cgm reading was 89 mg/dl, and the blood glucose reading was 42 mg/dl. The patient´s girlfriend called the emergency services and the patient received treatment with sugary water and intravenous fluids. It is not reported that more treatment was required or that the patient would have needed to go to the hospital. At the time of the report, which was the same day as the day of the event, the patient was stable. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.